Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
During pretest of pcs-17 cryoprobe, the needle and shaft froze beyond the 5 cm mark and to the handle. The pretest was halted and the needle was removed from the field.